Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye shows several injected black particulate matter in the header cap. The reported condition was verified. The cause of the condition could not be determined for this event. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a revaclear 400, black particles inside the dialyzer were observed. There was no patient involvement. No additional information is available.